Event description:
The dentist reported that this screw fractured.

Manufacturer narrative:
Upon visual inspection, it was found that this screw looked well used, had hex damage and was fractured in 2 pieces below the hexed portion at the top of the threaded sections. The cause is undetermined. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.